Event description:
Information was received from a patient, with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported, that the patient said they haven't used their ins in over a year because it stopped working. Patient initially said when they would charge their recharger, it was like it wasn't holding a charge. Patient said when they tried to connect to their ins, their recharger wouldn't hold a charge because they would power it on and it would beep continuously. Agent reviewed with patient what beeping means for the recharger and patient confirmed, understanding and said maybe they didn't understand how to connect to ins. Patient later confirmed, that the docking station was functioning as intended. Confirmed, it was receiving sufficient power and confirmed, recharger was currently charging successfully. Patient also mentioned, that they think, they can feel their ins but not 100% sure because it's not in one location and it moves around. Patient said they can feel that it's flat. Patient also mentioned, that they wanted to try connecting to their ins to charge to help with therapy. Patient said, they were not able to feel the stimulation anymore. Patient said, they'd tried increasing stim for therapy relief and decreasing it if it was ever uncomfortable. But they've never tried changing programs because they weren't aware there were other programs. Patient said, they noticed both therapy issues/stim sensation and recharging issues probably a year and a few months ago. Patient said, they were frustrated they couldn't charge their implant to connect and make adjustments so they stopped using it. Patient asked if they could get device removed if they aren't using it or if there were other options to try. Agent reviewed information about general therapy optimization options, and reviewed therapy and placement of ins. Redirected patient to hcp to check internal components, check placement and discuss explant if patient chooses and also recommended talking to hcp about different programs/adjustments if they wanted to try using ins again.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, product type: recharger b3. Date is estimated: year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.